Event description:
As reported by the field clinical specialist (fcs) based on information received from the valve clinic coordinator (vcc), the patient underwent an off-label transcatheter mitral valve replacement (tmvr) procedure with a 20 mm sapien 3 (s3) valve. The s3 valve was implanted in the native mitral valve. Approximately four (4) months and eight (8) days post tmvr, the valve was dilated with a 20 mm balloon catheter. Approximately one (1) year, two (2) months, and eight (8) days post tmvr, due to a stenotic left lower pulmonary vein and a stenotic bioprosthetic mitral valve, the s3 valve was explanted and replaced with a 17 mm non-edwards mechanical prosthetic valve. In addition, resection of membranous stenosis of the left lower pulmonary vein and partial closure of the atrial septum were performed.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.